Manufacturer narrative:
One 7207220 pin passing 2.4mm trocar 17 was returned for evaluation. The information provided states: ¿during an acl procedure, the passing pin had a high metal abrasion¿. Visual assessment showed confirms complaint. The passing pin showed flaking. A fragment was returned. An exact root cause cannot be determined with confidence factors that could have contributed to the reported event include: excessive force. IFU states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted.

Event description:
It was reported that during an acl procedure, the passing pin had a high metal abrasion. Fragments felt inside the patient but were removed with a shaver. The procedure was successfully completed without significant delay using the same device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.